Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. Pump had high stop current due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has moisture underneath the lcd display screen. Customer's blood glucose was 144 mg/dl at the time of incident. Troubleshooting found that the pump had been left at the side of a swimming pool. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.